Event description:
The customer reported via phone call that the insulin pump sounded a constant tone without any alarm showing. The customer stated that there were also issues related to the sensor. The customer's blood glucose was 130 mg/dl, compared with the sensor reading of 72 mg/dl. The customer stated that she was waiting for the blood glucose to transfer to the meter when the insulin pump alarmed low battery. Customer changed the battery, and then the insulin pump showed the software version in the right hand corner. She heard a constant tone and could not press any buttons. Customer was advised to allow the device to rest for 10 minutes without the battery and to reinsert the battery thereafter. The customer stated that this did not resolve the issue. She stated that the keypad was unresponsive and did not recall any other significant events leading to the keypad issues. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.